Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was determined to be patient movement because patient continued to develop hematoma due to patient movement. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 64-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed hematoma after peel away sheath was removed and repo sheath advanced. Hematoma was easily resolved with light manual pressure, but patient continued to develop hematoma after manual pressure. Patient moving contributed to hematoma. The patient did not need any blood products. The impella was removed and hemostasis was successful with placement of angioseal x2 and manual pressure for approximately five minutes.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿